Event description:
It has been reported by an end user that the wheel on a 67100 rollator suddenly bent to a 45 degree angle while walking on a harden dirt path in their garden. The gardner was able to cathc the end user from falling.